Manufacturer narrative:
The gladius 14 guide wire without its tip was returned for evaluation. The broken end of the returned guide wire was deformed in a hook. The stretched polymer jacket was found torn at approximately 85mm distal to the proximal solder that was originally set at 108mm from the tip. At approximately 3mm proximal to the torn polymer jacket end, the fractured end of the core was located. The polymer jacket was removed for observational purpose. The fracture end of the coil was found at approximately 2mm distal to the distal-mid solder that was originally set at 30mm from the tip. The fracture ends of the core and the coil were observed by scanning electron microscope (sem). It revealed that the core was bent proximal to its convex fracture end. Circumferential and longitudinal cracks were observed on the shaft. These findings indicated that repeated bending stress had caused the core fracture. Dimples were observed on the fracture surface of the coil, attributing to tensile stress. Based on the provided information and investigation outcome, it was presumed that repeated bending stress generated with wire manipulation in attempts to pass through the lesion had most likely caused the observed separation of the core of the returned gladius 14 guide wire. The applied stress would accumulate and therefore exceed the product design limit when the tip was being trapped by calcium. Further applied tensile stress generated with removal then caused the coil to fracture, detaching the tip entirely. It was concluded that this event was not attributed to product quality.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that stress generated with repeated wire manipulation in attempts to pass through the lesion had likely caused the reported separation of the tip of the gladius guide wire. The applied stress would accumulate and therefore exceed the product design limit when the tip was being trapped by calcium. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that there the posterior tibial artey (pt) had was occluded. A number of asahi regalia xs guide wires were used to wire the pt, and changed to an asahi gladius 14 guide wire in the subintimal space from an antegrade approach; however, it was unable to cross the occluded pt around the ankle. A non-asahi cxi support catheter and 2mm non-asahi jade balloon catheter were advance to open the subintimal space and allow the support catheter to advance, while withdrawing the balloon the tip of the gladius wire snapped (stuck in the calcium in the subintimal space) and remained in the subintimal space. A number of attempts were made to snare the wire fragment; however, it went unsuccessful. The physician managed to access the lateral plantar artery in the foot and cross the lesion from retrograde approach. After this managed, a 2mm jade balloon was passed into the foot from antegrade (passed the wire segment in the subintimal space). Post procedure has flow into lateral plantar, but did not fill plantar arch. The patient's foot improved initially but 5 days later had a below-knee amputation. The physician commented that it was not the wire as there was a lot of calcium in the pt. Unfortunately over the weekend the patient had his foot amputated. This procedure was the second attempt to avoid an amputation.